Event description:
The physician reported that during a regular ICD system follow-up on (B)(6) 2014, three non-sustained episodes were recorded in ICD memory that contained evidence of oversensing associated to the subject lead. Measured values during this follow-up were all normal. Lead impedance was around 410ohms. Coil continuity, r wave amplitude and ventricular threshold were about same values with the one measured at the previous follow-up. All of these episodes occurred in february 2014 while the patient was sleeping. According to the patient, there was no use of any electrical equipment, which may affect ICD function. Furthermore, the physician reported that proper defibrillation function was indicated in (B)(6) 2014 when a shock was delivered due to ventricular fibrillation.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during a regular ICD system follow-up on (B)(6) 2014, three non-sustained episodes were recorded in ICD memory that contained evidence of oversensing associated to the subject lead. Measured values during this follow-up were all normal. Lead impedance was around 410ohms. Coil continuity, r-wave amplitude and ventricular threshold were about same values with the one measured at the previous follow-up. All of these episodes occurred in (B)(6) 2014 while the patient was sleeping. According to the patient, there was no use of any electrical equipment, which may affect ICD function. Furthermore, the physician reported that proper defibrillation function was indicated in (B)(6) 2014 when a shock was delivered due to ventricular fibrillation.